Manufacturer narrative:
Driveline cable hw252 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not performed since the log files were not available for analysis. On-site inspection revealed a broken strain relief. A driveline strain relief repair was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. However, the most likely root cause for the reported event can be attributed to multifactorial issues such as improper handling, excessive bending. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient was seen in clinic and it was noted that the strain relief of their driveline cable was pulling away from the metal connector. There were no patient consequences associated with the event. There was no further information provided.